Event description:
The user facility reported a patient with ischemic cardiomyopathy was implanted with and impella 5.5 device for mechanical circulatory support (mcs) and allowed for transfer to the tertiary center. A hematoma developed at the impella 5.5 access site; however, no intervention was required. Approximately 30 days into support, the access site wound dehiscence occurred. The team reinforced blue suture hub with sutures to skin and a wound vacuum was possibly placed (unconfirmed). The following day it was noted the site covered with dressing, incision remained dehisced with no new plans related to both the impella 5.5 or the incision site. The patient was being planned for a mitral clip procedure the following week, and the impella 5.5 device would remain in place until then. Approximately 10 days later, the patient was successfully weaned, and the device was explanted with vascular surgery in the operating room. The patient was noted to be stable following the event.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation of wound dehiscence has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined. D4 catalog number was missing on manufacturer device report 1220648-2024-24086. E4 should have been left blank on manufacturer device report 1220648-2024-24086.